Event description:
A customer contacted beckman coulter inc. (Bci) regarding four glucose (glu) patient results generated by the unicel dxc 600 pro synchron chemistry analyzer that did not match when run in duplicate mode. The erroneous low results were confirmed on an alternate analyzer prior to reporting. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was within established ranges until the day of the event. A field service engineer (fse) was dispatched and replaced the sample probe, 3-way valve and glucose reagent syringe. A clear root cause for this event could not been determined.